Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The dealer stated that when you turn on the unit, there is not an audible alarm, and then the red and yellow light will come on, and then the unit will run for a little bit and then shut down.